Event description:
Information received from the (B)(6).on (B)(6) 2014, the patient was randomized to IV tpa + solitaire fr and treated. On (B)(6) 2014, the patient experienced an adverse event of conjunctival hemorrhage and it resolved on (B)(6) 2014. No treatment was given and the relationship to the device was unknown.no other complications were reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.(B)(4)